Event description:
The customer obtained several non-reproducible, falsely elevated troponin I es results from three different patients when processed on a vitros eci immunodiagnostic system. Patient 1: tropi es= 0.282 vs. Expected <0.012 ng/ml.patient 2: tropi es= 2.10 vs. Expected <0.012 ng/ml.patient 3: tropi es= 0.180 vs. Expected 0.012 ng/ml.biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, falsely elevated troponin I es results were obtained from three patient samples while using the vitros eci immunodiagnostic system. The investigation determined that the most likely assignable cause for the event was the laboratory¿s dusty environmental conditions due to an ongoing construction project in the facility. There was no evidence to suggest that the vitros instrument and reagent contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive assignable cause.